Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective relief from his therapy system. Instead of alleviating the pain in the occipital region (off label), it was reported the stimulation is aggravating his pain. The patient has decided to turn the therapy system off.